Event description:
It was reported that battery did not hold charge on device. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding the outcome of the event.